Event description:
It was reported that the patient died due to an unsuccessful termination of an electrical storm/ventricular fibrillation. Resuscitation was performed but with no success. The device was not explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.